Event description:
It was reported the patient was experiencing ineffective stimulation with the left s1 lead. Surgical intervention took place on (B)(6) 2026 wherein the lead was unable to be explanted due to being scarred in. Another lead was implanted at left s1 and patient is receiving effective stimulation. Note: it is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against 1 of 2 drg leads, 50cm length; however, it is unknown which drg lead, 50cm length, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, 50cm length, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7457526.